Event description:
It was reported pt had an inflammatory mass. It was noted hcp trimmed the catheter and replaced the intrathecal end and started same infusion. The pump contained clonidine. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available.

Manufacturer narrative:
(B)(4)